Manufacturer narrative:
Eval summary: the investigation is in progress. A sample was rec'd and is undergoing eval. The device history record (DHR) for lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. The root cause will be assessed upon completing the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested 05/11/2011 (2), 05/25/2011, 06/07/2011 (2). (B)(4).

Event description:
A healthcare professional reported that a shunt had no flow and was replaced with a different shunt during the same surgical procedure. The ophthalmic surgeon stated there was no harm to the pt. Add'l info was requested.